Manufacturer narrative:
Qn#(B)(4). An investigation has been opened to review historical data and risk documetation. A follow up report will be submitted after investigation.

Event description:
It was reported that: reporting a wire that sheared off in interstitial space of the rt femoral region. Patient did not require any additional intervention and appears no harm to patient. Additional information received on 16dec2022: during ultrasound-guided access of the left femoral vein prior to temporary transvenous pacemaker placement using micropuncture kit and micropuncture needle the wire sheared off and was left in the subcutaneous tract. This was discussed with the patient as well as his wife and since it is subcutaneous in location and not intravascular no further diagnostics or intervention necessary. No medical intervention was needed. No patient issues.

Manufacturer narrative:
(B)(4). There was no product returned for this complaint. No returned product evaluation could be completed. A picture was sent by the account. The coil was observed to be unraveled. It is unclear how much of the piece was sheared off or broken. The wire was observed to be within the needle. The supplier for introducer wire packed in the mik kit was notified of the complaint. A complete device history record review could not be performed as limited information was provided by the customer. A lot number was provided by the customer however it was observed to be incorrect. Clarification was requested. No response was received. Case details were reviewed. Customer reported wire sheared off in the interstitial space of the right femoral region. The damages are likely to have occurred due to the interaction of the needle and the wire during use in the procedure. Per IFU the following warning and precaution was noted - never advance or withdraw an intravascular device against resistance until the cause of the resistance is determined by fluoroscopy. Movement of the guidewire against resistance may result in separation of the guidewire tip, damage to the guidewire, or vessel perforation. - do not withdraw the guidewire through the needle. If necessary, remove both the needle and guidewire as a unit to prevent the needle from damaging or shearing the guidewire. Additional information was requested from the account. A response was received. During ultrasound-guided access of the left femoral vein prior to temporary transvenous pacemaker placement using micropuncture kit and micropuncture needle the wire sheared off and was left in the subcutaneous tract. Vessel was not tortuous or heavily calcified. No other medical intervention was done. No patient harm noted. Based on the information, the most likely root cause of the issue is operational context and/or unintended use error.

Event description:
It was reported that: reporting a wire that sheared off in interstitial space of the rt femoral region. Patient did not require any additional intervention and appears no harm to patient. Additional information received on 16dec2022: during ultrasound-guided access of the left femoral vein prior to temporary transvenous pacemaker placement using micropuncture kit and micropuncture needle the wire sheared off and was left in the subcutaneous tract. This was discussed with the patient as well as his wife and since it is subcutaneous in location and not intravascular no further diagnostics or intervention necessary. No medical intervention was needed. No patient issues.